Event description:
A report of a pocket revision due to the pt losing weight and making the ipg site uncomfortable was received. The doctor repositioned with ipg. The pt is reportedly doing well, and receiving satisfactory stimulation.

Manufacturer narrative:
This is the final report.